Event description:
It was reported that "during gyn procedure, clip fell down in abdomen".

Manufacturer narrative:
When I receive the quality engineer's investigation report on the device. I will submit a supplemental report.